Manufacturer narrative:
Although requested, device has not been received, and patient demographic details have not been provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a user observed fluid leaking from the primary tubing enclosed in the pump module. The event occurred during a secondary antibiotic infusion. The door was opened and the pumping segment appeared to be cut. The line was broken at the safety clamp fitment, and the secondary medication leaked on the floor. Although blood backed up into the IV tubing during the event, no patient harm was reported. After the event, the user obtained a new set up and antibiotic to continue therapy.

Manufacturer narrative:
Concomitant products are: 1. Suspect set attached to one used 500 ml baxter bag din 0006-02-08 lot w8j24b0 exp jan 2020 0.9% sodium chloride. 2. Secondary set, manufacturer, model, and lot number unknown. 3.secondary set attached to one used 100 ml baxter bag din 0006-02-08 lot w8j12c0 exp oct 2019 0.9% sodium chloride. The customer's report that the tubing leaked at the silicone segment of the primary set and a broken line at the safety clamp fitment (lower) was confirmed. Upon visual inspection, a separation was identified between the lower fitment and the tubing component. The slide clamp component within the lower fitment component, as well as the expected components below the lower fitment component were not received. No functional testing was able to be performed on the received set due to the obvious separation. .inspection under magnification of the bottom opening of the lower fitment component observed insufficient traces of solvent along the interior wall. Further handling/tug of the rest of the tubing engagements of the set were without separation or other issues. The root cause of the leak was due to separation between set components due to insufficient application at the affected engagement. The root cause of insufficient application of solvent is attributed to improper assembly due to equipment and/or operator error.

Event description:
The customer reported that a user observed fluid leaking from the primary tubing enclosed in the pump module. The event occurred during a secondary micafungin (100 mg/100 ml) infusion in the ICU. The primary bag (500 ml) contained sodium chloride 0.9%. The door was opened and the pumping segment appeared to be cut. The line was broken at the safety clamp fitment, and the secondary medication leaked on the floor. Although blood backed up into the IV tubing during the event, no patient harm was reported. After the event, the user obtained a new set up and antibiotic to continue therapy.